Manufacturer narrative:
The footswitch will not be returned to the MFR for investigation based on this event. A product return was requested, but the device was thrown away by the account. The reported condition of the device causing a run-on condition during usage cannot be confirmed without the product being available for eval.

Event description:
It was reported that when the cord on the foot pedal was moved the attached handpiece would run during a surgical procedure. The procedure was completed with the same device. There were no adverse consequences reported as a result of this event.